Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an "elevate intepro lite mesh" on (B)(6) 2010. It was alleged that the plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery. Additionally, the plaintiff suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.